Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 13, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and visually inspected under magnification and scratches along with lens damage was observed on the surface of the lens, and edge chips were identified. One haptic was also observed to be bent out of shape. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that after implantation of the intraocular lens (iol) into the patient¿s left eye, they experienced subjective visual disturbances. It is unknown if the symptoms were affecting the patient¿s daily activities. The iol was explanted and replaced with a non-johnson and johnson lens. The incision was enlarged. Sutures were not required and no medication was prescribed. Reportedly, the patient has fully recovered. No further information was provided.

Manufacturer narrative:
Pt. Info: information unknown/asku. Date of event: the exact date is unknown. The best estimate is after the implant and before the explant dates. (B)(6) 2022 and (B)(6) 2023 respectively. An attempt was made to obtain the missing information but the customer was unable to provide it. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.